Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010159, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010159 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 08, on 10/nov/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4l01690 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 17/nov/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4k06607 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 08/nov/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4k06606 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 08/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.